Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient temperature was dropping on normothermia mode on the arctic sun device. The patient had been taken off from the device. The target temperature was 37c, patient temperature was 35.4 c, flow rate was good and water temperature was 22c when last checked by nurse. The patient was now on bair hugger with no change in temperature. No alerts or alarms were noted, and temperature was verified on bedside monitor. Mss discussed possible reasons for temperature drop. Nurse stated that they would place the patient back on device when they back from the procedure.

Event description:
It was reported that the patient temperature was dropping on normothermia mode on the arctic sun device. The patient had been taken off from the device. The target temperature was 37c, patient temperature was 35.4 c, flow rate was good and water temperature was 22c when last checked by nurse. The patient was now on bair hugger with no change in temperature. No alerts or alarms were noted, and temperature was verified on bedside monitor. Mss discussed possible reasons for temperature drop. Nurse stated that they would place the patient back on device when they back from the procedure. Per follow up via phone on 06jan2022, it was stated that the therapy was completed with no further issues and the arctic sun was returned to another medical unit. No patient identifiers were available.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.